Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) displayed a code 1009 indicating that the high voltage capacitors did not discharge to the commanded voltage as expected. The device may not be able to deliver the programmed energy during shock delivery. Device replacement was recommended and performed the following day. No additional adverse patient effects were reported. The ICD will be returned for laboratory analysis.

Manufacturer narrative:
(B)(4). This report will be updated upon return and completion of analysis.

Event description:
--

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted tool marks most likely from the explant procedure but no other anomalies were found. A review of the device memory confirmed a code 1009 was recorded. A series of automated electrical/functional tests were conducted and no issues with device performance were observed; basic sensing, pacing and shocking functions of the device were verified. The titanium case was opened. Visual inspection of the internal circuitry noted arcing damage to the dump resistor, a portion of the capacitor. Detailed analysis revealed that the dump resistor experienced electrical overstress damage, prevented the capacitor from becoming fully charged during capacitor reformation and caused the code 1009 to be displayed. As a result of this damage, the capacitor would not have been able to deliver the programmed energy during shock delivery. The cause of the overstress damage was not able to be determined through laboratory analysis.